Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a nurse. This case concerns a female patient (with unspecified age) who started treatment with synvisc and later had increased discomfort and left knee swelling. The patient had the series of synvisc injections in the past with no problems. No medical history, concurrent conditions or concomitant medications were reported. On an unknown date in (B)(6)-2014, the patient started treatment with first intra-articular synvisc injection series (dose, indication, frequency, batch/lot number and expiration date: not provided) in her left knee. On (B)(6)-2014, the consumer had increased discomfort and swelling but no signs of infection. As corrective treatment, the patient took loratadine (claritin) on the same day. It was reported that the patient went back on (B)(6)-2014 for third injection and took more loratadine and the health care professional (hcp) gave her a steroid injection called dexamethasone and she did fine. Further reported, the patient went back on (B)(6)-2015 for a synvisc-one injection and received 3 cc into each knee and she did fine. Action taken: no action taken. Outcome: unknown for both the events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 10-mar-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 10-mar-2016: the additional information does not alter the previous case assessment sanofi company comment dated 07-mar-2016: this case concerns a patient who was treated with synvisc injection in left knee and had increased discomfort. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a nurse. This case concerns a female patient (with unspecified age) who started treatment with synvisc and later had increased discomfort and left knee swelling. The patient had the series of synvisc injections in the past with no problems. No medical history, concurrent conditions or concomitant medications were reported. On an unknown date in (B)(6) 2014, the patient started treatment with first intra-articular synvisc injection series (dose, indication, frequency, batch/lot number and expiration date: not provided) in her left knee. On (B)(6) 2014, the consumer had increased discomfort and swelling but no signs of infection. As corrective treatment, the patient took loratadine(claritin) on the same day. It was reported that the patient went back on (B)(6) 2014 for third injection and took more loratadine and the health care professional (hcp) gave her a steroid injection called dexamethasone and she did fine. Further reported, the patient went back on (B)(6) 2015 for a synvisc-one injection and received 3 cc into each knee and she did fine. Action taken: no action taken. Outcome: unknown for both the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention. Pharmacovigilance comment: sanofi comment dated 07-mar-2016: this case concerns a patient who was treated with synvisc injection in left knee and had increased discomfort. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.